Event description:
It was reported that revision surgery is scheduled to remove backed out virage closure tops and broken transition rods.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Thus, the root cause of the event cannot be determined. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.